Event description:
It was reported that the display suddenly went black during use. There was no stop of ventilation reported but the users decided to replace the device in a controlled maneuver. No patient consequences have resulted from the event.

Manufacturer narrative:
A dräger service engineer could verify the reported observation during an on-site evaluation. The device display was replaced whereby the issue was fully resolved; the workstation passed all consecutive tests and was returned to use. Dräger finally concludes that the device is 25 years old and has thus lasted for approx. 200% of the product's useful life. The malfunction of an electronic component after such long period of use can be considered acceptable. A display malfunction has no effect on gas dosage and delivery - a running ventilation episode will not be interrupted.